Event description:
Healthcare professional reported "a bilateral removal of textured devices due to product concern and a swollen lymph node on the left axilla." Device explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side removal of textured devices due to product concern and a swollen lymph node on the left axilla. Device has been explanted.

Event description:
Healthcare professional reported "a bilateral removal of textured devices due to product concern and a swollen lymph node on the left axilla." Device explanted. Left side.